Event description:
Additional information received indicates that patient has recovered well and has seen some improvement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18641. It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced with new leads. The new leads were implanted lower than the previous lead location addressing the issue.